Event description:
It was reported that a malfunction alarm occurred and pump screen is now dark/won¿t turn on. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy multiple daily injection (mdi). Technical support decided to send a replacement pump.